Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with 600cc smooth mentor memorygel breast implant on the right side, and a revision breast augmentation with unknown smooth mentor gel breast implant on the left side, has experienced bilateral motion deformity postoperatively. The right-sided breast implant is displaced and is causing pain, and the left-sided breast implant is movable by the patient. Hcp reported that the patient has had issues since implantation of the breast implants. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The implantation date for the left side is the best estimate based on available information since it was reported that the patient underwent left-sided replacement in 2019. If additional information is received, a supplemental report will be submitted as applicable. This medwatch report is for the left-sided implant.